Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 02 feb 2021 were reviewed. On (B)(6) 2015, the patient had a left knee arthroplasty to address severe degenerative joint disease. There were no complications noted during the procedure. Depuy components, including depuy patella and depuy cement x2 were used. On (B)(6) 2019, the patient was revised to address tibial tray loosening at the component/ cement interface, extensive arthrofibrosis, and failed knee replacement. The tibial tray, tibial insert, and femoral components were revised. The patella remained in-situ. Depuy components were implanted during this procedure. The femoral component was removed to get to the loose tibial component. There were no deficiencies noted for the tibial insert or femoral component. Doi: (B)(6) 2015; dor: (B)(6) 2019; (left knee).